Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture at maximum output, and chronically high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned full of blood. Dried blood visible on both conductors. There was only explant damage visible on returned lead, and both conductors kinked due to explant damage. The outer insulation was cut, and the inner insulation was breached/pulled/ stretched / overstress. The blood visible in lead is likely enter through from the is-1 pin, and the insulation extrinsic breached allows blood ingress on conductor. No insulation breach or conductor fracture in vivo was observed. If information is provided in the future, a supplemental report will be issued.